Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a dissection occurred. The patient presented with an st elevation myocardial infarction (stemi). A temporary pacemaker was inserted at the start of the procedure. The target lesion was located in the right posterior descending artery (pda). The lesion was predilated with a 2.0x15mm maverick balloon at 14 atms for 8 seconds and 16 atms for 8 seconds. A 2.5x28mm promus stent was then successfully deployed in the pda at 18 atms for 42 seconds. Ivus was performed and then a 3.5x15mm nc quantum apex balloon was advanced to the mid right coronary artery (rca) and inflated at 20 atms for 30 seconds, 20 atms for 14 seconds and again at 20 atms for 30 seconds. During the balloon inflation it was noted that there was balloon overhang which hung over the outer edge of the previously placed 2.5x28mm promus stent, causing a dissection at the proximal edge of the stent. A 3.5x15mm promus stent was advanced to the lesion and deployed at 14 atms for 40 seconds, successfully treating the dissection. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is fine.